Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized and diagnosed with peritonitis. On the same day, the patient began treatment with meropenen, intravenously (500 mg, frequency was not reported). Eight days after being admitted, the patient was discharged from the hospital. Six days later, dianeal therapy was discontinued due to the peritonitis event. The following day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy. On an unreported date, the patient¿s status was reported to be ¿in good condition¿, the patient was recovered from the peritonitis, however, at the time of this report, the patient was to continue with the meropenen for 18 more days. No additional information is available.